Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the device was explanted due to infection. They waited for the infection to clear before implanting a new device on (B)(6) 2019. No device issues or further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). They provided the patient¿s weight at the time of the event. They stated the explant occurred on (B)(6) 2019. The infection was first noticed in (B)(6) 2019. No further patient complications were reported as a result of this event.